Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary procedure. The procedure was completed by using another system. The philips remote service engineer (rse) checked the system remotely and confirmed that the system's geometry movements were unavailable. Review of the logfiles shows motor clutch sense (current sensor) release feedback was not active. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, checked with the customer and found that the patient had their foot on the geo module (zero button). To resolve the issue, the customer removed the person from the table and performed another restart. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.